Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration, as confirmed by x-rays. As a result, the patient underwent lead revision on (B)(6) 2017 where the lead was repositioned. Effective stimulation was restored post-op.